Event description:
User experiencing low control recovery for ise's and intermittently receiving outlier ise results for some patient samples. Exact number of patient samples affected was not known. The following patient example was provided and determined to be discrepant. Initial sodium gave 127 mmol per l; repeat gave 142 mmol per l. Initial result was reported, but corrected right afterwards. Patient was not harmed due to the initial result reported.

Manufacturer narrative:
The field service representative determined a failure of the fluidics system to be the cause and replaced vacuum nozzles. Calibration controls and precision was run and were within specification. On a subsequent visit the field service representative instructed customer to replace the ise sample probe. Also noted he checked and replaced is syringe seals, reagent tubing and seals. He ran multiple precision checks, controls and patient samples, to ensure instrument was performing within specification adding he could not duplicate the symptom.